Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion. This issue was presumably found with office interrogations. This crt-p is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. No failing conditions were detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion. This issue was presumably found with office interrogations. This crt-p was returned for analysis and no additional adverse patient effects were reported.